Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to a flattened button dome switch. A connector on the lcd board was inspected and no anomaly was noted. No cosmetic damage was found. (B)(4).

Event description:
The customer's father reported via phone call that the buttons on his daughter's insulin pump function intermittently--the down arrow in particular. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer's father was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.